Event description:
It was reported the doctor was preparing to perform a lavh and the device made a squealing sound when attached and tested with the user initiated test. The doctor swapped with another and completed the case with no pt consequence.